Manufacturer narrative:
This is a correction follow-up report to a medwatch submitted under manufacturer report number 9617229-2022-16122. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture.

Event description:
Healthcare professional reported "baker grade iii- IV contracture" against left device. Healthcare professional later reported rupture. The device has been explanted and replaced.